Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer reported that they had high blood glucose level of 452 mg/dl. Customer reported that they treated with manual injection. Customer was did not allege that the insulin pump was under delivering. Customer was using auto mode feature. Customer had been using insulin pump within the 48 hours of reported event. The insulin pump will not be returned for analysis.